Event description:
It was reported that following a stenting treatment procedure the patient developed in-stent restenosis and chest pain. In (B)(6) 2012, the patient underwent percutaneous transluminal coronary angioplasty. The 70% stenosed target lesion was located in the mid left anterior descending (lad) artery. The lesion was direct stented with a 3.0x16mm promus element deployed at 14 atm for 10 seconds. Final result was "good" with timi flow 3. In (B)(6) 2012, the patient returned with severe chest pain. Angiography revealed 100% in-stent occlusion in the mid lad. The lesion was wired and pre-dilated with a 1.2x15mm non-bsc, 2.0x12mm maverick, and 2.0x15mm non-bsc balloons. Poba was performed with a non-bsc nc balloon which restored adequate flow. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).